Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had disclosed they have an implant but were still allowed to have aligner treatment, which is a contraindicated. They provided a letter of recommendation from their dentist stating the patient wants to stop treatment and the dentist did not advise the patient to begin the aligner treatment due to their restorations and implants.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.